Manufacturer narrative:
A united states customer contacted the siemens healthcare diagnostics customer care center (ccc) regarding discordant falsely depressed sodium (na), potassium (k) and chloride (cl) results on a dimension exl w/lm system. Siemens healthcare diagnostics headquarters support center (hsc) concluded their investigation of the falsely depressed results. Hsc reviewed the information provided by the customer and instrument data files. A siemens customer support engineer (cse) performed instrument checks and tests to verify the instrument hardware. No errors were found during system checks. The maintenance performed by the cse was part of normal troubleshooting for events of this nature. System verification indicates acceptable performance after the service visit. No other issues have been reported by the customer since the service visit. The cause of the event is unknown. A potential product issue has not been identified. The system is fully operational. The device is performing within specifications. No further evaluation is required.

Event description:
Discordant, falsely depressed sodium (na), potassium (k) and chloride (cl) results were obtained on a single patient sample on a dimension® exl¿ with lm integrated chemistry system. The discordant results were reported to the physician, who questioned the results. The same sample was reprocessed on the same instrument. The results were higher than the discordant result and considered correct. A corrected report was issued. The patient was given a potassium infusion and admitted to the hospital. There are no known reports of adverse health consequences due to the discordant results or the potassium infusion.